Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter address: (B)(6). The initial reporter phone: (B)(6). The initial reporter email address is not available reported. Physical manufacturer name: (B)(4). [Photo analysis]: the photos of the complaint device was included in the complaint file. Based on the photos, it can be determined that the 1.00mm x 3.00cm galaxy g3 mini coil is still attached to the resistance heating coil (rh) and the embolic coil appeared kinked. The introducer has a twisted appearance and residues of dried blood can be observed. The complaint device has been received. Further investigation will be performed. A review of manufacturing documentation associated with this lot (l14408) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an emergent coil embolization procedure for a bleed, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l14408) was impeded in the coil introducer. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j (B)(6) affiliates. Based on the review of the photos by the product analysis lab on 4/14/2020, the embolic coil is still connected to the resistance heating (rh) coil but appeared to be kinked. This event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an emergent coil embolization procedure for a bleed, the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l14408) was impeded in the coil introducer. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: preliminary photo images of the complaint device were captured by the j&j japan affiliates. Based on the review of the photos by the product analysis lab, the embolic coil is still connected to the resistance heating (rh) coil but appeared to be kinked. The non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The coil introducer was partially zipped and damaged; residues of dried blood are observed inside the introducer. The complaint device underwent microscopic inspection. The embolic coil was observed stuck in the introducer with residues of dried blood on it. The embolic coil was also observed to be in kinked condition. No other damage was observed on the coil. The complaint device was immersed in hot water to remove the dried blood residues inside the introducer in the attempt to move the coil inside the introducer. However, the dried blood residues could not be eliminated with the hot water immersion. The visual and microscopic inspections of the returned complaint device are consistent with the photos of the complaint device that were included in the file. Based on the photos, it can be determined that the 1.00mm x 3.00cm galaxy g3 mini coil is still attached to the resistance heating coil (rh) and the embolic coil appeared kinked. The introducer has a twisted appearance and residues of dried blood can be observed. A review of manufacturing documentation associated with this lot (l14408) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the emergent coil embolization procedure, the 1.00mm x 3.00cm galaxy g3 mini coil was impeded in the coil introducer. Attempts to move the embolic coil through the introducer was made by immersing the device in hot water to eliminate the dried blood residues was not successful, however, the kinked condition of the embolic coil as observed during the microscopic inspection is confirmed and is the likely cause of the reported issue with the coil being impeded in the introducer during the procedure. The residues of dried blood also indicate that adequate and continuous flushing may not have been maintained during the procedure. Without adequate and continuous flushing, the embolic coil can become impeded as was reported in the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.